Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient's father stated that they were going on vacation and could not further information. Patient's father will call back if they are still experiencing any issues. No injury or medical intervention was reported.